Event description:
Patient completed second treatment without problems, after treatment the therapist noted that the patient sounded raspy. Post-treatment vital signs were taken: bp 164/84, pulse 106, o2 sat 86%. An ECG was performed and showed "st" depression. The patient was admitted to the hospital. The discharge summary results showed the patient suffered an acute non q-wave mi, ischemic left ventricle dysfunction with congestive heart failure and multiple stents placed in the right coronary artery.